Manufacturer narrative:
H6: previously submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found that the device and a syringe were returned in a (triple) plastic bag. Upon return, a clear sticky residue was observed on the tube (middle area of the tube), and creases were observed on the ribbon. Functionally, a syringe was used to inject 20cc of air into the cuff. Upon air injection into the cuff, the cuff was slowly deflating. Furthermore, the cuff was submerged in the water for leak observation, and leakage was observed at the distal end of the cuff. There was a small hole located at the distal end of the cuff. The complaint was confirmed, due to an out of specification condition. G4: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (nim® emg - endotracheal tube - trivantage® 8229705). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra op, the balloon was not inflating properly, the procedure completed with backup product and was delayed for 2 minutes. There was no patient injury.